Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient developed a rash under the transmitter device coverage area after wearing the sensor for 7 days. Patient's mother claimed discontinuance of patient wearing the sensor for approximately 2 weeks. Patient's mother stated the patient is utilizing a physician prescribed antibiotic and the patient's skin is recovering. Dexcom technical support advised patient's mother to consult a physician to be advised of further options for the patient.